Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was wearing the infusion set past labeled use. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with an unknown level of ketones. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.